Event description:
Same case as: 2134265-2015-04134. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire were selected to treat the coronary artery. During platforming, outside the patient, it was noted that a rotawire snapped off when the burr was spinning at 180,000rpm. The physician then pulled the wire out. The procedure was completed with another of the same rotawire and rotalink plus. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).